Event description:
Note: the date of event is unknown. Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-05601 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode were used during a lung rfa procedure (patient age, gender and weight are unknown). According to the complainant, the procedure was to begin with the generator power set to 50 watts. However, roll-off occurred prior to reaching the 50 watts. The console was reset, but at 20 watts, maximum roll-off was received. At this point, the system was switched off, then on, but the same event re-occurred. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The following additional patient information was received on (B)(6) 2009. The patient was over 18 years old. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported that when opening the kit, a broken tubing has been noticed -the tubing was unusable. A 2nd kit has been used which caused delay in the patient's preparation. No patient injury or intervention was reported.

Manufacturer narrative:
Evaluation: the customer report was confirmed. Kit appeared not used. Tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Female connector was not returned with the unit. Broken tubing was bent near the bond joint. The device history record was reviewed and all manufacturing requirements were met.